Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 5% within 4 hours. Customer reported blood glucose (bg) level was in the 600's (mg/dl) with high amounts of ketones. A manual injection was delivered to address bg level. Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.